Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 548 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's nurse stated that the customer may have a viral infection, which could have caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.